Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 54 mg/dl and dizziness. Suspected cause was due to the customer¿s settings requiring adjustments. Customer required 3rd party assistance and consumed carbohydrates to address bg. Customer updated their pump settings to address the event.